Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units screen is out of service.

Event description:
It was reported that, before patient use the cardiosave intra-aortic balloon pump (iabp) the frame and the hinges were deformed preventing the screen from opening and closing correctly with the keyboard. There was no patient involvement.

Manufacturer narrative:
Corrected sections: b5, b6, b7, d10, e1(report name & email), h6(health clinical & impact)

Manufacturer narrative:
Additional contact information: event site postal code:(B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit screen out of service. A getinge field service engineer (fse) noticed that the screen has difficulty opening and is crooked. After analysis, I can see that the frame and the hinges are deformed, preventing the screen from being properly opened and used. I replaced the frame, the joints, the hinges and part of the plastics of the two screens in order to be able to open it again and close it correctly. The screen is working correctly. Functional check with patient simulator and iapb consumable. Checking the correct operation of the touch screen in the service menu resetting the console time. Operational tests with simulator (pressure signal, ECG signal) device complies with the recommendations and tolerance ranges defined by the manufacturer. The failure analysis and testing dept. Received part number 0040-00-0457 with a reported unit failure of a damaged top cover and hinges. The fat performed a visual inspection and found the part to have a crack in the top cover and bent hinges on the hardware. Please see attachment. Fat was able to verify the reported issue. Retaining the part in the failure analysis and testing department per procedure number (B)(4). The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.